Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During surgery, right after the package was opened, some white substance was found on the surface of the implant. The implant was washed thoroughly and then used.

Manufacturer narrative:
An event regarding foreign material involving a scorpio baseplate was reported. The event was confirmed. No patient adverse consequences were reported. Method & results: device evaluation and results: visual inspection indicates that the foreign material appears to be several short light coloured/white fibres. A material analysis has been performed on the returned debris. Samples of packaging materials were also sent for analysis to compare with the returned debris. Material analysis report indicates that there is no evidence to support either packaging material being the source of the foreign material found on the green cardboard sample. The spectrum of the foreign material was almost identical to that of the cardboard which suggests that the contamination may be an inorganic material with little or no ir response. These conclusions must be considered as tentative due to the adhesive tape which had been applied over the green cardboard sample which had to be removed prior to analysis. Device history review: DHR review was satisfactory. Complaint history review: chr review determined that there were no similar events for the lot. Conclusions: nc was issued to investigate the route cause of the foreign material on the surface of the baseplate. Material analysis was completed on the returned foreign material however it could not definitively identified due to contamination from the adhesive tape and it could not be linked to packaging from the stryker manufacturing process or to any other part of the manufacturing process. The nc was subsequently cancelled.

Event description:
During surgery, right after the package was opened, some white substance was found on the surface of the implant. The implant was washed thoroughly and then used.